Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, episodes of non-sustained right ventricular oversensing due to a loss of capture on the right ventricular (rv) channel was noted. There was also a decrease in rv sensing and variable pacing impedance. The device was interrogated and the morphology did not display correctly. The device was re-interrogated with new parameters to resolve the event. No intervention was performed and the patient was stable with no adverse consequences reported.